Event description:
It was reported that prior to a surgical procedure at the user facility the irrigation sleeve of the straight tip melted. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.

Manufacturer narrative:
This follow-up report is being submitted due to the investigation being completed. Since this product is not a repairable item, it was disposed of by the manufacturer facility and not returned to the healthcare facility.

Event description:
It was reported that prior to a surgical procedure at the user facility the irrigation sleeve of the straight tip melted. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.